Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection, irrigation test, and generator test of the returned device. Visual inspection was performed and char was not observed on the catheter tip however, a hole on the surface and reddish material inside the pebax were observed. Then, a temperature and impedance were performed and the device was found working correctly. In addition, an irrigation test was performed and the catheter was irrigated correctly. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was not confirmed, because no char was observed. It should be noted that device failure is multifactorial. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the issue of hole in the pebax. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported char issue. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that char was attached the proximal side of the thermocool® smart touch® sf bi-directional navigation catheter. The physician noticed the event when the catheter was removed from the patient¿s body. There were no problems with irrigation. Ablation time did not exceed 60 seconds (per ablation). Total ablation time five hours. Mean cf value did not exceed 25 g. Irrigation setting was within the recommended range. The setting of pre rf time and post rf time: pre 0s post 5s. The char was attached to the proximal side. Set power is 35~50w. 42, impedance;unknown, power: 30-50w. Total energization time in this procedure was 5 hrs. A smartablate generator was used in this procedure with the correct catheter settings selected on the generator and the pump flow setting was normally controlled by the generator. Heparinized normal saline was used. Respiration setting was used. Stability range, 2.5mm, stability time, 3s, force over time, 25%/3g. Tag size. 2mm. Other color options used were 330~360. No neurological symptom occurred in the patient since the procedure was completed. The customer¿s reported issue of char is not considered to be MDR reportable since char is a physical phenomenon of rf energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. In addition, biosense webster inc. Has reassessed the reportability of char-related events and has determined that these events, which were previously reported as malfunctions, are ¿not reportable.¿ the FDA has provided documented concurrence with this assessment. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found a hole on the surface and reddish material inside the pebax. These findings were reviewed and determined the issue of a hole is the pebax is an MDR reportable malfunction since the integrity of the device has been compromised.